Event description:
It was reported that the stimulation was only felt in the legs and butt. Patient stated that it was supposed to be felt in the back. Imaging was taken and revealed spinal cord stimulation (scs) paddle lead migration. The patient underwent lead explant procedure. The explanted device was discarded and will not be returned.